Manufacturer narrative:
Device evaluated by MFR: the wolverine device was returned for evaluation. The device was returned with a 0.014 inch guidewire inserted and inside a non-bsc guide catheter extension. A guidezilla (tw 13451725) device was also returned but not attached to the wolverine device. The wolverine device was inside the guide catheter extension with a guidewire inserted. The balloon portion of the wolverine device was visible at the other end of the guide catheter extension. The hub of the wolverine device had been removed. The wolverine device removed without issue from the guide catheter extension device. A visual examination identified blood present inside the balloon material and a blade segment was missing from one blade. The balloon material was found to be bunched near the distal tip. A visual and microscopic examination of the balloon material identified a tear in the balloon material near the distal tip. The device was returned with its hub removed. No issues were noted with the tip of the device. A visual and microscopic examination found no issue with the marker bands.

Event description:
It was reported that the balloon got stuck in a placed stent and was difficult to remove. The target lesion was located in the left circumflex artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During procedure, after the balloon was inserted, it was noted that it got stuck on a placed stent in left main trunk, left anterior descending artery. The device was removed by cutting the hub and placing or covering it with a guide extension. The procedure was completed with a different device. No patient complications were reported. It was further reported that when wolverine became stuck, a guidezilla was used. However, it could not cross the lesion and a non boston scientific guide extension was used and retrieved.

Event description:
It was reported that the balloon got stuck in a placed stent and was difficult to remove. The target lesion was located in the left circumflex artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During procedure, after the balloon was inserted, it was noted that it got stuck on a placed stent in left main trunk, left anterior descending artery. The device was removed by cutting the hub and placing or covering it with a guide extension. The procedure was completed with a different device. No patient complications were reported.